Manufacturer narrative:
The triglycerides reagent lot number was 86134001, with an expiration date of 31-mar-2026. The customer stated that quality controls were acceptable. Calibration data was acceptable. The patient sample tube's centrifugation time may be shorter, and the speed may be faster than recommended. The field service engineer determined there was an analyzer fluidics issue. The sample cover was coming off, so it was re-seated. The main pump and gear pump pressures were adjusted. The rinse head fluidics were adjusted. The reagent and sample probe rinses were adjusted. The probes were adjusted. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for triglycerides on a cobas c 303 analytical unit. The sample initially resulted in a triglycerides value of 207 mg/dl. The customer ran a correlation study with a sister site and found a result discrepancy with a different sample used in the study, so the customer decided to repeat the complained patient sample. The sample was repeated, resulting in a value of 107 mg/dl. The repeat value was deemed correct.